Event description:
I accessed the above patient's port with the new 20g port needles. When I drew back, blood immediately began seeping around the needle and running down the patient¿s chest. It required me to remove the needle and apply light pressure for 30 seconds and re-access port.